Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead dislodged due to growth of the pediatric patient. The lead was capped and replaced. Patient was in good condition following the procedure.